Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated 43cm distal to the is4 connector pin that the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported high impedance and loss of capture. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state in combination with the suture sleeve position. Diagnostic images clarifying this assumption, were not available. Further damages such cuts into the insulation, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 39 months, loss of capture and high impedance were reported. The lead was extracted.